Manufacturer narrative:
Result: brake crank missing a screw.

Event description:
It was reported by service report that the brakes were broken. No pt involvement or adverse consequences were reported.